Event description:
After making a study drug infusion, I was priming the bd alaris pump infusion set and during this time there was a leak of the drug in the hood since the pump segment of the tubing became unattached from the safety clamp on the tubing. Spill was cleaned and new set was used.